Event description:
The customer claims that the suspect blood glucose device gave a result of 812. This is also the code number of her test strips. She said that she obtained the result after she dosed blood. She was unable to find the result in the device memory.